Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
The patient received her scs system on (B)(6) 2011. It was reported that the patient feels overstimulation when she moves a certain way. Attempt to gather additional information has been unsuccessful. No further information is available at this time.